Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.